Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The formatted history file shows that the pump did stop delivery due to not being seated on (B)(6) 2016 at 08:51:02.000. The insulin pump then initiated a rewind on (B)(6) 2016 at 08:51:41.000. Unable to verify the root cause of the pump stopped delivery, rewind, and continued basal delivery anomaly due to overwritten long trace file. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Insulin pump was received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.